Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the returned device found the instrument was broken across the slot that connects with the universal handle. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The instrument was reported because of a cracked at the junction of the inserter & the part. The instrument was not used after breakage. Surgery time was not extended. No parts were remaining inside the patient.